Event description:
On (B)(6) 2025, a healthcare provider (hcp) reported that a patient presented with palpable pdo barb threads beneath the skin along the right mandible. The threads were not externally visible. The hcp noted a localized elevation at the site with no erythema, drainage, or tenderness observed. The hcp attempted to access the area using an 18g needle to remove or trim the threads; however, the removal attempt was unsuccessful. The hcp requested medical guidance. On (B)(6) 2025, the medical director provided instructions to utilize the threadmate tool and supplied thread-removal instructional materials. On (B)(6) 2025, a follow-up was conducted to obtain updated information regarding the patient and to determine whether thread removal was successful. The hcp reported that they were unable to visualize the threads and that removal attempts remained unsuccessful. The hcp requested additional medical guidance. The medical director subsequently offered to evaluate the patient in person through a consultation. At the time of this report, no infection, drainage, or adverse systemic symptoms have been reported. Patient outcome remains unchanged, and medical evaluation is pending. Update will be provided if and when it becomes available. Update: on january 5, 2026, a follow-up email was sent to the hcp requesting an update on the patient's condition and whether the pdo threads had been successfully removed. The hcp replied to the prior communication stating: "based on some anecdotal literature, we decided to inject hylenex, which worked, and the patient is happy." This case is confirmed to be closed.

Event description:
On (B)(6) 2025, a healthcare provider (hcp) reported that a patient presented with palpable pdo barb threads beneath the skin along the right mandible. The threads were not externally visible. The hcp noted a localized elevation at the site with no erythema, drainage, or tenderness observed. The hcp attempted to access the area using an 18g needle to remove or trim the threads; however, the removal attempt was unsuccessful. The hcp requested medical guidance. On november 10, 2025, the medical director provided instructions to utilize the threadmate tool and supplied thread-removal instructional materials. On december 8, 2025, a follow-up was conducted to obtain updated information regarding the patient and to determine whether thread removal was successful. The hcp reported that they were unable to visualize the threads and that removal attempts remained unsuccessful. The hcp requested additional medical guidance. The medical director subsequently offered to evaluate the patient in person through a consultation. At the time of this report, no infection, drainage, or adverse systemic symptoms have been reported. Patient outcome remains unchanged, and medical evaluation is pending. Update will be provided if and when it becomes available.